Event description:
A pacemaker implantation procedure was performed and it was initially planned to implant a dual-chamber pacemaker. The subject ventricular lead was inserted into the ventricle and the tip position was shifted for better measurements. When the physician manipulated the lead near the right ventricular outflow tract, the lead helix was caught in myocardial tissue and could not be removed. Several attempts including rotating the lead body in a counterclockwise direction and pushing/pulling the lead were performed but none of them improved the situation. The ventricular lead was capped and abandoned in the patient¿s body. The physician implanted a screwvine 44sep into the ventricle, which was originally planned to use as an atrial lead. A single chamber pacemaker was implanted instead of a dual-chamber and the lead was connected to the pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
A pacemaker implantation procedure was performed and it was initially planned to implant a dual-chamber pacemaker. The subject ventricular lead was inserted into the ventricle and the tip position was shifted for better measurements. When the physician manipulated the lead near the right ventricular outflow tract, the lead helix was caught in myocardial tissue and could not be removed. Several attempts including rotating the lead body in a counterclockwise direction and pushing/pulling the lead were performed but none of them improved the situation. The ventricular lead was capped and abandoned in the patient¿s body. The physician implanted a screwvine 44sep into the ventricle, which was originally planned to use as an atrial lead. A single chamber pacemaker was implanted instead of a dual-chamber and the lead was connected to the pacemaker.